Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, it was found that leakage occurred in motor tubing. The issue was resolved by replacing compressor tubing kit. No parts have been returned for further evaluation. The root cause of the issue has not been determined.